Manufacturer narrative:
Other applicable components are: product ID 39565 lot# serial# unknown implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins). The rep reported that they were in the operating room for a complete system revision. The reop reported that the new lead and ins was getting many combinations of greater than 40,000 ohms. The rep reported that the lead in the multi-lead trialing cable (mltc) showed great impedances. The rep reported that impedances were tested at 3.0v. The lead was put back into the mltc and impedances were run and at 3v, rep still reported 0 with 2, 7, 8, 9, 13, 14 greater than 40,000 ohmsand 6 with 13, 14 greater than 40,000 ohms with 8 and 9 only pair that was in range with 6. No further complications were reported.